Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and she was hospitalized with ketoacidosis. The patient's blood glucose result was 436 mg/dl at home on (B)(6) 2017. The patient was taken to the hospital on (B)(6) 2017. The blood glucose result was 520 mg/dl from a laboratory test at the hospital and she was treated with insulin. The patient was in the hospital from (B)(6) 2017. The infusion device was requested to be returned for product evaluation.